Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the tampons fell apart leaving pieces inside. Her husband removed the tampon pieces. She experienced fever, chills, hot flashes, diarrhea, dehydration, extreme thirst, muscle aches, migraine headache, sore throat, vomiting and a red, itchy spot on her foot. She went to the ER and had no diagnosis. Doctor said it was flu symptoms. Her symptoms have resolved.